Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, guidewire and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube was returned separated. The carrier tube was found to have been in a forward lock position. The anchor, collagen, suture, and tamper tube were found to have been deployed. No other damage or deformation were found on the returned device. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that the 8fr angio-seal was used during a transcatheter aortic valve replacement (tavr) procedure to close the groin post procedure. When trying to deploy the device, the first device would not pass through the end of the sheath. The bypass tube not being hubbed up with the angio-seal sheath properly. When trying to deploy the second device it appears that the device was deployed in the tissue track as the angio-seal was removed from the body. The patient was stable, and the procedure was completed successfully following manual pressure that was held to close the groin. Additional information was received on 03 apr 2023: the procedure sheath used was a 8.5 fr merit prelude sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.